Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 192 bd¿ luer slip tip syringes with attached needles experienced leakage. The following information was provided by the initial reporter: syringes are leaking. Injuries or adverse event: no.

Event description:
It was reported that 192 bd¿ luer slip tip syringes with attached needles experienced leakage. The following information was provided by the initial reporter: syringes are leaking. Injuries or adverse event: no.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2091598. Medical device expiration date: 31-mar-2027. Device manufacture date: 01-apr-2022. Medical device lot #: 2131737. Medical device expiration date: 30-apr-2027. Device manufacture date: 11-may-2022. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.